Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the hospital after receiving multiple shocks from the device. A boston scientific field representative was contacted to interrogate the device. The patient reported feeling lightheaded and dizzy before the shocks were delivered. A review of the arrhythmia logbook found five nonsustained episodes, as well as one treated episode in the vt-1 zone. The episode was treated unsuccessfully with anti-tachycardia pacing (atp) before the shocks were delivered. It was noted that the device appropriately inhibited therapy until rhythm ID became uncorrelated, then delivered the shocks due to the patient's rate, even though the rhythm was svt. It did appear that the patient was in ventricular tachycardia (vt) for some of the time. The episode ended because therapy in the vt-1 zone was exhausted. The patient was not symptomatic after receiving shocks. The patient was admitted to the hospital and the device data and episode details were left for the cardiologist to review. No changes were made to the device programming. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.